Event description:
Related manufacturer reference number: 2017865-2022-40627; related manufacturer reference number: 2017865-2022-40628; related manufacturer reference number: 2017865-2022-40629. It was reported that a patient presented in-clinic. Prior examination of the patient's pacemaker system revealed an infection, with wound dehiscence noted on the device. Additionally, a prior right atrial (ra) lead was found to have been dislodged, and was replaced on (B)(6) 2022. No electrical issues were noted on for this ra lead dislodgement but it was confirmed via chest radiograph. This lead was implicated in the infection noted on the patient. The existing system was explanted on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
The product was returned and visual examination found no malfunctions. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be traced to the device.